Manufacturer narrative:
Concomitant medical products: s205 ipg, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think their right atrial (ra) lead is exhibiting electrical noise. The ra lead remains in use. No further patient complications have been reported as a result of this event.